Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump was found to have damaged fuses. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The field service technician performed a visual inspection and a power-on self test. The fuses were observed to be damaged, though no cause could be determined as to how the damage occurred. The fuses were replaced in order to resolve the condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.